Manufacturer narrative:
New information was received on (B)(6) 2026 from the customer. The patient was a male, 39 years old with 70kg. It was confirmed that the cardiohelp could be excluded as the fault, as replacing the hls set solved the noise issue. Further it was confirmed by the customer that the hls set was seated correctly and re-seating was tried. There was no visible damage noted. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Event description:
The event occurred in USA during treatment. It was reported that an audible grinding noise is coming from the hls set. It was stated by the customer that any time the blood flow was 3 liters per minute or higher that the grinding noise appeared. The patient has been on support for approximately 24 hours. The hls set was replaced. No harm to any person has been reported. As the hls set was replaced during treatment, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.